Event description:
A registered nurse reported the vacuum stopped working during the phaco portion of a cataract with intraocular lens implant procedure. The handpiece was exchanged and the sys rebooted, however the problem was not resolved. They exchanged the handpiece a second time but the problem still was not resolved. The surgery was completed using an alternate system following a 20-30 min delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and found the sys was not recognizing the phaco handpieces. The ultrasound (u/s) controller printed circuit board (pcb) was replaced. The sys was then tested and met all product specifications. The ultrasound (u/s) controller printed circuit board (pcb) was received and a visual assessment of the returned sample showed no abnormalities. The returned u/s pcb was installed into a calibrated system and tested with a calibrated u/s phaco handpiece. The reported event was able to be replicated as the u/s phaco handpiece was not able to be recognized. Additional testing was performed and a short was found on the component at location u33. The component was replaced and evaluated again on the calibrated system. The calibrated u/s phaco handpiece was able to be recognized on both ports. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause of the customer reported event was attributed to a short from the component at location u33 on the u/s controller pcb. (B)(4).